Manufacturer narrative:
Follow-up # x, the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available to provide further information when attempted by medical surveillance (ms). The patient claimed that on (B)(6) 2015 she obtained results of ¿196, 197 and 279 mg/dl¿ on the subject meter. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that on (B)(6) 2015, before the alleged inaccuracy occurred, she had developed a symptom of sweating, however could not provide information on readings obtained on the subject meter prior to becoming symptomatic. The patient claimed that on (B)(6) 2014 she self-treated with glucose tablets/gel and obtained a result of ¿124 mg/dl¿ on another device. During troubleshooting the cca noted that the meter was set to the correct unit of measure however the test strips had been incorrectly stored or handled. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury and it could not be confirmed that the subject meter was not reading inaccurately prior to these symptoms.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 - 08/05/2015 correction supplemental sent to correct information previously sent. MFR narrative in fu 1 should not have included meter data. Evaluation/conclusion codes for meter should similarly not have not have been entered. Alert date for fu1 should read "7/29/2015". MFR narrative should read "follow up 1". Corrected narrative above.

Manufacturer narrative:
Follow up #1 - the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.